Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, system pyxis touchscreen was not responding and was in a frozen state. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist (tss) established remote access to the station, and the provided timeframe was reviewed. The tss observed that the station was operating normally and displaying the main screen, then contacted the pharmacy and coordinated a follow up to verify functionality. The tss monitored access activity and noted an initial authentication issue followed by successful access, then confirmed with the customer that the system was functioning correctly and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.